Event description:
The customer reported that when putting the enteral feeding set on the diet and installing it in the support and infusion pump, they realized that it was overflowing the diet. No patient injury was reported.